Event description:
It was reported that during the case, while in planning and software kicked back to the patient info screen. Went back into case and had to recalibrate. Brought back to planning, started to re-plan and again tried to move forward to tibia placement and got kicked back again. Cancelled case and completed with manual instrumentation.

Manufacturer narrative:
The device was used in treatment when the navio software showed the screen kicked back to patient info screen from the planning screen. Case log files and screenshots were returned for evaluation. DHR review found that the software version navio 5.2.05 has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio surgical system surgical technique for total knee arthroplasty provides recovery actions for different points of failure within the case in the "recovery procedure guidelines" section. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed that the system gave a "segmentation fault" while in state transition from gap planning to tibia placement. The malfunction was due to a software failure and this issue is being investigated by the software engineering team. Per complaint details, the device malfunctioned during use. Based on the information provided, there was a surgical delay, however, there was no patient injury/impact as the procedure was completed with manual instrumentation; therefore, no further medical assessment is warranted at this time.